Event description:
It was reported that during a laparoscopic gallbladder removal procedure, the device failed to clip properly. The clips came out in the shape of scissors. The case was completed with same like device. During interview, the surgeon showed signs of appropriated use of the clip: assertive paused firings (plastic to plastic), no parallel forces were noted on the jaws of the clips, the clips were noted to be positioned properly inside the jaws but when they were deployed, they came out with the scissor shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was there any patient consequence? How many devices had scissored clip issue on this one procedure? How many devices will be returned for analysis on this complaint? Who was doctor involved on this procedure?